Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with this pacemaker was part of a system revision due to infection and erosion. Reportedly, the patient presented with enterococcus bacteremia and sepsis. Additional information received from the field representative indicated that this pacemaker was explanted and then used as an external temporary pacing device. Subsequently, the pacemaker was removed from service when a new system was implanted. There were no additional adverse patient effects reported. The pacemaker is no longer in service.